Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for eval. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user's guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. The incident generator and battery were not returned for eval.

Event description:
The customer originally reported that the device jaw became damaged during a laparoscopic hepatectomy. There was no reported pt injury. The device was returned with a broken piece of the waveguide disengaged from the dissector. It was reported that nothing fell into the pt cavity and a new dissector was opened and used to successfully complete the procedure.